Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent was found to be lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
Reportable based on device analysis completed on 15-apr-2022. It was reported that shaft kink occurred. The 99% stenosed, 3.00mm x 28mm target lesion with a significant bend was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy drug eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.